Event description:
Reporter is a patient who said the device was sold to her last 10/06. Device has railers on both sides which are defective and broken. Patient is totally paralyzed. She says the MFR states that they are supposed to service/repair it, whenever needed, but MFR refused. She has made several calls to MFR asking for service/repair, they refused. Patient believes that the device is too dangerous for her, but MFR refused to refund. Patient had received another device named premobile power wheelchair that was also defective. She contact MFR. MFR picked up the device and gave her a receipt. She is asking FDA to investigate this matter, and she is expecting an answer.